Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The wet returned sample was visually inspected and no obvious defects were found. The auto infusion valve was cutoff from the infusion line and then infusion cannula was not returned with the sample. Used lab stock components to replace missing items and continue testing. The customer reported leakage, as such, a full pressure leak integrity test utilizing and external pressure source was performed and the cassette was found to be non-conforming for leakage. The cassette was tested on a console and passed priming, however, leakage was detected during priming. The cassette was submerged in water and pressurized to identify the location of the leakage. Leakage occurred at the corner of infusion chamber at the interface between the pinch plate and infusion chamber. The source of the customer's complaint is due to a leak between the infusion chamber and pinch plate. This defect is consistent with complaints of a similar nature where an inadequate weld between the two components will result in the customer's experience. The root cause of the leak is related to a welding defect during the manufacturing process. It¿s important to note that customer handling combined with the shipping and transportation processes cannot be entirely ruled out as a potential cause for this issue. Production engineering was notified and made aware of this complaint and defect. No further action at this time will be taken for this occurrence. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a product leaked liquid during a vitrectomy surgery. The procedure was completed with a back-up product. There was no patient harm. Additional information and product sample have been requested.